Event description:
Information was received that reported a patient had been hospitalized in 2006, due to high blood sugar and diabetic ketoacidosis. The patient reports on the day her blood glucose was 120 at lunchtime, by 1400 she claims to have been vomiting. She presented at the emergency room at 2000 and her blood glucose was reportedly over 500. She reports that while hospitalized, she was treated with IV insulin and fluid for hydration. It was decided that the device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.